Event description:
It was reported that when using the bd pyxis medstation system, the station kept show disconnect mode. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had communication issue. A technical support specialist from the case (B)(4), rebooted the server to resolve the issue. The serial number and manufacturer date kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after the technical support specialist troubleshooted the device.